Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a starclose se device after a superficial femoral artery percutaneous transluminal angioplasty interventional procedure. Reportedly, one week post procedure, the patient returned to the hospital and underwent surgery to remove a thrombus in the common femoral artery. The physician reported that the starclose se clip was intraluminal at the previous puncture site and there was a small dissection flap at the location of the clip. The clip and the thrombus were removed. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.